Manufacturer narrative:
Product ID 977a260, lot# 0207255193, product type lead product ID 977a260, lot# 0 207232165, product type lead. (B)(4).

Event description:
It was reported the leads were explanted due to infection. The reporter stated the healthcare professional related this due to ¿many loops you have to put into the pocket.¿ it was noted that there was no patient harm, injury, or death. It was further noted that there were no actions required as a result of the event. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# 0207255193, product type: lead. Product ID: 977a260, lot# 0207232165, product type: lead. (B)(4).

Event description:
Additional information received reported a culture was taken from the infection area. The finding from the culture was staphylococcus aureus. The exact location of the infection was the back incision site. Patient stopped therapy so far and the patient was suffering from pain and was still hoping to receive a new system. It was noted that the patient was planned for a trial with immediate implant after per-operative trialing.